Manufacturer narrative:
Product event summary: the controller, eight batteries, two controller ac adapters and one controller dc adapter were returned for evaluation. Failure analysis of the returned devices revealed that all devices passed visual inspection and functional testing. The alarms were able to sound as expected. Supplemental testing of the controller was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. The log files of the controller in use during the reported event, revealed that the controller, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data log files did not reveal premature power switching events. However, momentary disconnections without leading to power switching were recorded involving (B)(4). A power source lubrication procedure was performed on (B)(6) 2018 on (B)(4). There is no evidence that the lubrication servicing was performed on the reported (B)(4). Log file analysis revealed a controller power up event on (B)(6) 2018, at 16:45:20. The data point prior to the loss of power revealed that (B)(4) was connected to power port one with 49% relative state of charge (rsoc) and (B)(4) was connected to power port two with 34% rsoc. The data point recorded after the loss of power revealed that no power source was connected to power port one and (B)(4) was connected to power port two. The controller was without power for 11 seconds. No anomalies were recorded leading up to the loss of power. As a result, the reported premature power switching and no sound could not be confirmed. The reported loss of power and intermittent disconnections were confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. The most likely root cause of the reported ¿intermittent disconnections¿ can be attributed to momentary disconnections due to the wearing of the gold-plated pins, exposing the pin¿s base metal to the effects of corrosion. An internal investigation investigated momentary disconnections prior lubrication service procedure. Additional products: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: d1: heartware ventricular assist system ¿ battery d4: battery / (B)(4)/ model #: 1650 / catalog #: 1650 / expiration date: 2017-03-31 UDI #: (B)(4) d10: yes, return date: 2018-11-07 h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2016-03-31 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 d1: heartware ventricular assist system ¿ battery d4: battery / (B)(4) / model #: 1650 / catalog #: 1650 / expiration date: 2017-03-31 UDI #: (B)(4) d10: yes, return date: 2018-11-07 h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2016-03-31 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 d1: heartware ventricular assist system ¿ battery d4: battery / (B)(4) / model #: 1650 / catalog #: 1650 / expiration date: 2017-03-31 UDI #: (B)(4) d10: yes, return date: 2018-11-07 h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2016-03-31 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 d1: heartware ventricular assist system ¿ battery d4: battery / (B)(4) / model #: 1650 / catalog #: 1650 / expiration date: 2017-04-30 UDI #: (B)(4) d10: yes, return date: 2018-11-07 h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2016-04-30 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 d1: heartware ventricular assist system ¿ battery d4: battery / (B)(4) / model #: 1650 / catalog #: 1650 / expiration date: 2017-04-30 UDI #: (B)(4) d10: yes, return date: 2018-11-07 h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2016-04-30 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 d1: heartware ventricular assist system ¿ battery d4: battery / (B)(4) / model #: 1650 / catalog #: 1650 / expiration date: 2017-03-31 UDI #: (B)(4) d10: yes, return date: 2018-11-07 h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2016-03-31 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 d1: heartware ventricular assist system ¿ battery d4: battery / (B)(4) / model #: 1650 / catalog #: 1650 / expiration date: 2017-03-31 UDI #: (B)(4) d10: yes, return date: 2018-11-07 h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2016-03-31 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 d1: heartware ventricular assist system ¿ battery d4: battery / (B)(4) / model #: 1650 / catalog #: 1650 / expiration date: 2017-03-31 UDI #: (B)(4) d10: yes, return date: 2018-11-07 h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2016-03-31 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 d1: heartware ventricular assist system ¿ controller ac adapter d4: controller ac adapter / (B)(4) / model #: 1430us / catalog #: 1430us d10: yes, return date: 2018-11-07 h3: no, device evaluation anticipated, but not yet begun h5: no h6: patient code(s): c76143 h6: device code(s): c63025 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 d1: heartware ventricular assist system ¿ controller ac adapter d4: controller ac adapter / (B)(4) / model #: 1430us / catalog #: 1430us d10: yes, return date: 2018-11-07 h3: no, device evaluation anticipated, but not yet begun h5: no h6: patient code(s): c76143 h6: device code(s): c63025 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 d1: heartware ventricular assist system ¿ controller dc adapter d4: controller dc adapter / (B)(4) / model #: 1440 / catalog #: 1440 UDI#: (B)(4) d10: yes, return date: 2018-11-07 h3: no, device evaluation anticipated, but not yet begun h5: no h6: patient code(s): c76143 h6: device code(s): c63025 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's controller experienced power switching. The power sources were previously lubricated. The event was associated with a controller power up and pump start event. The controller remains in service. No patient complications have been reported as a result of this event. 30oct2018 it was further reported that there were intermittent disconnects with the patient's power sources that may have contributed to the controller power up and pump start event. It was also noted that there was no alarm associated with the ventricular assist device (vad) stop. All of the patients power sources were returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller, eight (8) batteries ((B)(6) ), two (2) controller ac adapters ((B)(6) ) and one (1) controller dc adapter were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that all devices passed visual inspection and functional testing. The alarms were able to sound from the controller as expected. As a result, the reported no sound event could not be confirmed. Supplemental testing of the controller was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. No premature power switching events were observed within the analyzed period. As a result, the reported premature power switching could not be confirmed. However, analysis of the data log files revealed several momentary disconnections that did not lead to power switching involving (B)(6) , and a power adapter(s). There is no evidence that the lubrication servicing was performed on (B)(6) . Analysis of the event log files revealed a controller power-up event on (B)(6) 2018 at 16:45:20. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 49% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 34% rsoc. No anomalies were observed leading up to the loss of power. The data point recorded after the loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 11 seconds. Additionally, log file analysis revealed a vad disconnect alarm logged on (B)(6) 2018 at 13:57:23, indicating a physical disconnection of the driveline from the controller. At 13:57:45 on (B)(6) 2018, a vad stopped alarm was logged due to failure of the pump to restart after several attempts. These alarms were followed by multiple controller power-up and motor start events, which may have been due to troubleshooting of the controller before it was taken out of service. As a result, the reported losses of power, "vad stop", and "intermittent disconnections" were confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. The most likely root cause of the vad disconnect alarm can be attributed to a physical disconnection of the driveline. The most likely root cause of the vad stopped alarm can be attributed to failure of the pump to restart after several attempts. Based on an internal investigation, the likely contributing causes for failure to re-start come from the presence of increased starting resistance in a very small number of implanted patients. This resistance is likely specific to the physiology of these patients, an area of limited access for further investigation. Therefore, as no actionable root causes were identified. The most likely root cause of the reported ¿intermittent disconnections¿ can be attributed to momentary disconnections due to corrosion of the controller power port pins. An internal investigation evaluated momentary disconnections prior to the lubrication service procedure. Additional products: d4: expiration date: 08-dec-2015 / serial #: (B)(6) UDI #: (B)(4) h3: yes h4: mfg date: 08-dec-2014 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: expiration date: 12-dec-2015 / serial #: (B)(6) UDI #: (B)(4) h3: yes h4: mfg date: 12-dec-2014 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: expiration date: 10-mar-2018 / serial #: cdc200319 h3: yes h4: mfg date: 10-mar-2017 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Updates to the product event summary are added below. Product event summary: additionally, review of the controller log files revealed a decrease in power consumption and estimated flows on (B)(6) 2018 followed by an increase in power consumption and estimated flows starting 15/oct2018 to parameters above the normal operating range. Twenty-one (21) low flow alarms were logged since (B)(6) 2018 and nine (9) high watt alarms were logged on (B)(6) . Analysis of the alarm log file revealed a vad disconnect alarm logged on (B)(6) /2018 at 13:57:23, the vad disconnect alarm was most likely a false alarm, given that the speed recorded at the onset of the alarm was higher than the set speed. This indicates that a possible loss of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the contr oller. CAPA pr00389403 investigated momentary disconnections prior to the lubrication service procedure. Even though this CAPA is closed con305330, bat321107 and bat319536 fall within the bounds of this CAPA. CAPA pr00551638 is investigating controller losses of power. A possible root cause of the observed vad disconnect alarm can be attributed to a loss of commutation, leading to a false vad disconnect alarm. CAPA pr00550440 is investigating controller losses of synchronization of commutation. Based on the available information, the most likely root cause of observed low flow event may be attributed to thrombus at the inflow cannula. The thrombus likely got ingested into the pump resulting in an increase in power and triggering the observed high watt alarms further leading to the vad stop alarm. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 694965 lead, implanted: (B)(6) 2005, dvbb1d1 defibrillator, implanted: (B)(6)2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's controller experienced power switching. The power sources were previously lubricated. The event was associated with a controller power up and pump start event. The controller remains in service. No patient complications have been reported as a result of this event.